Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced with an abbvie device.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2022-18254. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. Photo evaluation: visual analysis of the photographs identified: -deflation: not observed in the device. It is not possible to determine the lot number or catalog through the photos provided.